Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2007-01980, and 9616099-2007-0198. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report was received from canada indicating that seven months after receiving two cyphers (vessels unknown), the patient presented with in-stent restenosis of both stents. According to the report, the patient stopped taking plavix six months after the stents were implanted. The restenosis was treated by implantation of a taxus stent. Patient is in stable condition.